Event description:
Pt became oversedated while device was in use. The exact pump settings were not recalled. The medication was morphine 1 mg/ml, the pca dose added up to 6 mg within one hour, and the 4 hour limit was 30 mg. The exact pca dose and pt lockout interval were not recalled. After 50 hours of delivery, a nurse observed the pt to be "obtunded." He had reportedly been checked 10 to 20 minutes before and was noted to be alert. The nursing record indicates the pt received a total of 205 mg of morphine in a 50 hour time period, which was allowed within the physician ordered parameters. The amount of morphine remaining in the vial matched the expected amount, all vial totals added up correctly over the 50 hour time period, the device settings were correct and no evidence of pump malfunction occurred. The pt was reversed with 3 amps of narcan. No adverse sequelae were observed. Customer risk mgr states it is not known if this was a cumulative narcotic effect, a delayed drug reaction, or if the pt visitors had given him any other drugs as his personal drug history was not known. It was not thought to be a pump malfunction since the drug totals added up correctly, but a cause for the reaction could not be determined. No add'l info is avialable.

Manufacturer narrative:
Testing and investigation could not confirm overdelivery. The unit lost time/date/diagnostic history when powered up from a cold start due to a defective real time clock chip (u21).